Event description:
It was reported that during remote follow-up, the patient presented with noise oversensing resulted in inappropriate automatic mode switch on their right atrial lead. No information about intervention was reported. The patient was in stable and will continue to be monitored.